Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked case and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 111 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.